Manufacturer narrative:
Updated: device avail. For eval, returned to MFR. On, device returned to MFR.?, device evaluated by MFR.?, eval summary attached, method codes, result codes and conclusion codes. Device evaluated by MFR: the device was returned for analysis. Device analysis revealed returned product consisted of an impulse guide catheter with a separated tip. Based on the potential root causes identified in the fmea, the catheter shaft was visually checked for any damage. It was notice that the device showed a separation 8cm from the tip. A slight kink was also noticed 7cm from the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. A review of all information available for consideration at the time of this investigation and returned product for analysis were unable to determine the exact cause. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).

Event description:
It was reported that tip detachment occurred. A model-d 5f impulse was selected for use. When the physician attempted to introduce the pigtail catheter into the left ventricle, the physician noticed the distal 6cm of the catheter had broken off and was in the ascending aorta, so physician was able to retrieved the catheter and the broken off part using a snare. The procedure was completed with another with same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that tip detachment occurred. A model-d 5f impulse was selected for use. When the physician attempted to introduce the pigtail catheter into the left ventricle, the physician noticed the distal 6cm of the catheter had broken off and was in the ascending aorta, so physician was able to retrieved the catheter and the broken off part using a snare. The procedure was completed with another with same device. No patient complications were reported and the patient's status was stable.